Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on april 26, 2021 that a speedband superview super 7 was used to treat bleeding esophageal varices due to cirrhosis during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. It was reported that the first and third bands "partially" deployed and remained attached to the ligator head. The physician manipulated the scope to try to release the band and a bleed occurred. The second and forth bands were successfully deployed onto the varix. The egd procedure was stopped due to this event and the bleed was treated with a transjugular intrahepatic portosystemic shunt (tips) procedure. The patient was then transferred to another hospital. It was reported that the patient later suffered a stroke and died. The date of death is unknown. In the physician's assessment, it is unknown if there was a relationship between the speedband superview super 7 and the patient's death.